Event description:
It was reported that during an initial implant the lead got stuck in the generator and would not set correctly. The lead then broke off in the generator. Eventually the both the generator and lead were removed and the surgeon used another generator and lead. The device history records of the generator & lead were reviewed. The generator & lead passed final quality and functional specifications prior to release. The device was returned to the manufacturer due to the lead breaking. Th suspect product has not undergone analysis to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the suspect product underwent product analysis testing. The lead fracture condition was confirmed. During the analysis it was discovered that the suspect device was present with a torn connector boot, torn tubing torn end, and torn coils. Additionally, slanted canted spring indentations were observed on rear end of the small o-ring boot and slanted canted spring scratches were observed on connector ring surface. The slanted indentations and scratches were most likely made by canted spring. However, the exact reason for this condition is unknown. Analysis of the returned generator was completed in which no anomalies were located. No other relevant information has been received to date.